Manufacturer narrative:
(B)(4). During follow up with the physician, they stated that the peritonitis was amended to "aseptic peritonitis" which was manifested by abdominal pain, fever, cloudy effluent, and fibrin. The patient was treated with biotum (route, dose, and frequency not reported, duration of 14 days), biofazolin (intraperitoneal (ip), 1 gram every 24 hours for 14 days), and heparin (ip, 200 "u", administered once on one day) for the peritonitis. Dianeal therapies were ongoing, though the patient would switch back to automated peritoneal dialysis. At the time of this report, the patient was recovered from the event with sequelae. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date - on an unreported date in (B)(6) 2015, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient's dialysis fluid was found to have a large amount of fibrin. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis, treatment for the event, action taken with dianeal therapies, and patient outcome were not reported. No additional information is available.